Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account in the atrium. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to rubber on the caster worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this info, no further action is required.